Event description:
It was observed that during the device evaluation, the subject device exhibited air water-tube having foreign objects, air water-cylinder (tube) having foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause tracing to the device malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.